Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the transfer set, near the center of the tubing. The doctor suspected a pin hole leak. At the time of the reported event, the transfer set has been in use for four months. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was returned with a disconnect cap and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Integrity of seal surface testing was performed for functional verification of patient adapter with no issue. The reported condition was verified. The cause of the reported leak was determined to be a hole in the tubing approximately four inches from the closed sleeve which was identified during visual and functional inspection. The cause of the hole was undetermined. Should additional relevant information become available, a supplemental report will be submitted.